Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 21 sep 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement ,and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that "the weight of an ng [nasogastric] tube has broken off while insitu." The user facility stated they are currently waiting for the weight to be passed by the patient naturally. No patient injury was reported. Additional information has been requested but not yet received.